Event description:
During training of a new physician by company representatives, a failure in a previously functional pump was observed. The vacuum pressure generated by the pump was below specification (-5.0inhg measured vs. -20--> -25inhg specified). The same canister was tested on another pump and worked fine. The knob on the pump was pushed/turned too far, turning this knob more would not change the pressure of the pump. The hospital will dispose of the pump on site.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.